Manufacturer narrative:
(B)(4). Final analysis of the device revealed no anomaly, normal device functioning. Only the sc assembly was returned for analysis that revealed a pump-connector anomaly. A dried drug occlusion was seen in the sc connector. A circular indent was seen in the bottom of the cup of the sc connector. A significant majority of the indent was located in the silicone material of the cup of the sc connector, indicating the connection between the sc connector and the pump's outlet port may possibly have been occluded.

Event description:
It was reported that the pt had no pain relief since implant. On attempting a refill (first refill following implant) on (B)(6) 2011, the entire drug was aspirated. A dye study done on (B)(6) 2011, that showed the catheter patent, no kinks and cerebrospinal fluid (csf) free flowing. A rotor study was performed as priming bolus 0.01ml over 1 min, and rotor did not turn and did not work after waiting for further two more minutes. There were no alarms and no motor stalls noted in the logs. Pump and sutureless connector (sc) were explanted. The pump was used to deliver compounded morphine 2mg/ml at 0.4mg/day. Following replacement, the pt had not noted any pain relief, but was scheduled for a f/u on (B)(6) 2011 post-operatively for dose increase.